Manufacturer narrative:
The hospital did not approve the proposal for service. The cause of the reported complaint cannot be determined without a checkout of the equipment. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a ventilator failure. There was no report of patient involvement.